Manufacturer narrative:
The insulin pump was received with a frozen screen with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had critical pump error while they were in water. Customer's blood glucose value was 164 mg/dl. Customer reports the screen was not completely blank. The customer reported that frozen display recurred after troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.